Event description:
The patient reported the surgeon implanted an implantable collamer lens in the patient's left eye (od). The patient reported having lost vision due to the surgical iridectomy and development of a cataract.

Manufacturer narrative:
(B)(4) - iridectomy - (B)(4).

Manufacturer narrative:
(B)(4) - corneal edema, glare). (B)(4).